Event description:
The customer obtained discordant vitros phyt results for three patient samples (sample 1 result <3.0 ug/ml; sample 2 result = 20.8 ug/ml; sample 3 result = 5.3 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected phyt patient results were reported to a clinician, who questioned the results. The affected patient samples were repeated at an external laboratory (repeat sample 1 result = 5.1 ug/ml; repeat sample 2 result = 17.0 ug/ml; repeat sample 3 result = 11.1 ug/ml), and the repeat results were considered to be correct. However, there was no change in patient treatment based on the initial report results. There were no allegations of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that unexpected vitros phyt patient results were obtained while using the vitros 5,1 fs analyzer. Precision testing indicated that the instrument was not performing as expected at the time of the event. An ocd field engineer performed service actions to the incubator subsystem and performed related adjustments. Performance testing following service confirmed that the equipment was returned to expected operation. The assignable root cause is an instrument related issue. There is no evidence that the vitros phyt slides malfunctioned.